Event description:
It was reported to philips that mechanical movement malfunction occurred, requiring geo ipc power supply replacement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo ipc power supply and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).